Manufacturer narrative:
Results: auxilliary outlet circuit breaker.

Event description:
It was reported by service report that the 110 outlet was not working. No patient involvement or adverse consequences were reported.